Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on 06/24/2014 with the following results: there is no visible damage to the keypad. All of the keypad buttons responded properly during testing. The keypad cover was removed and no damage or contamination on the button contacts was found. Unrelated to the complaint, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2014 indicating that the up and down arrow buttons are slow to respond, and may need to be pressed multiple times in order to respond. The reporter indicated that they noticed the issue a few months prior but continued to use the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad issue remained unresolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.